Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
The customer reported that the air flow accuracy test failed. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. The customer confirmed the reported problem. The service technician replaced the flow sensor assembly and the sensor pcb (printed circuit board assembly) and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.